Manufacturer narrative:
The device received with critical pump error and pump error 35 due to moisture damage to force sensor. The device received with corroded electronic assemblies and corroded motor home switch. The device received with cracked battery tube threads and cracked case.

Event description:
It was reported that the insulin pump has crack in battery compartment. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was not performed. The product will be returned for analysis.